Manufacturer narrative:
Continuation of d10: dtpb2d1 crt-d implanted:(B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of the right ventricular (rv) lead, a lead warning triggered for high defibrillation impedance and high undefined rvtip to rvcoil lead impedance.  The rv lead remains in use.  It was also reported that a warning triggered for left ventricular (lv) lead, lvtip to rvcoil high undefined impedance, and the lead exhibited possible high threshold.  The lv lead remains in use.  No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: b5.desc evt problem medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of the right ventricular (rv) lead, a lead warning triggered for high defibrillation impedance and high undefined rvtip to rvcoil lead impedance.  The rv was explanted and replaced.  It was also reported that a warning triggered for left ventricular (lv) lead, lvtip to rvcoil high undefined impedance, and the lead exhibited possible high threshold. It was further reported that the mobile programmer application displayed inaccurate counters on the quicklook screen. The lv lead remains in use. It was also reported that the quick look reports were off on the remote monitoring network. No patient complications have been reported as a result of this event.